Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the catheter distal end was broken involving an olympus single use nasal biliary drainage tube v. There was no patient involvement.